Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be completed upon completion. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-01917.

Event description:
Edwards received notification from a thv territory manager that a balloon burst occurred during inflation. As reported, during a transfemoral case without bav, the balloon burst at full inflation. The patient did have significant calcium at the stj. No extra volume was added to the system. There was 1cc removed by the physicians. The valve was fully expanded and successfully deployed with trace ai. There were no injuries to the patient. Per pre-decontamination, the esheath was returned and was found to have a liner tear, liner strand, and liner delamination.

Manufacturer narrative:
The sheath was returned for evaluation and an engineering evaluation was performed. The 14f esheath was returned with a 26mm commander delivery system fully inserted through it with the flex shaft protruding through the torn liner. The following was observed upon visual inspection: there was circumferential liner delamination, 4 cm in length. The c marker band was intact. The entire length of the sheath liner was torn. Three liner strands were noted. Soft tip damage was noted. The distal tip opened as designed. Scratches were observed along the shaft near the distal tip. Due to condition of the returned device (liner torn), no applicable functional testing was able to be performed. During dimensional inspection, the liner thickness was measured along the liner tear and strands and all measurements met specification. The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review revealed no other similar complaints. 3mensio imagery was provided, and the following was observed: the patients access vessel had presence of tortuosity and an undersized minimum luminal diameter (mld) of 5.0mm. The minimum mld required for a 14f esheath is 5.5mm. The access vessel also had presence of calcification. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for sheath liner strand, liner delamination, and liner torn were confirmed through evaluation of the returned device. However, no manufacturing nonconformances were identified during the evaluation. Reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non conformance would have contributed to the complaint. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device preparation. Per evaluation of the returned device, the esheath was noted to have a liner tear and multiple liner strands. The liner was also noted to be circumferentially delaminated near the distal tip. 3mensio imagery reveals that the patients access vessel had presence of calcification, tortuosity, and an undersized mld. Additionally, the sheath also had scratches along the distal end of the shaft which is indicative of contact with vessel calcification. The presence of sharp calcified nodules can weaken the liner material making it more susceptible to tearing. An undersized mld can lead to increased contact with calcification at those regions. As reported, the balloon was fully inflated when it burst. Withdrawal of a burst balloon through the sheath can potentially result in the altered balloon profile catching onto the distal end of sheath. The presence of vessel tortuosity can also contribute to a non coaxial withdrawal of the delivery system. Interaction between the altered balloon profile and weakened sheath liner may result in liner tears and strands as the delivery system was pulled through the sheath. Additionally, the altered balloon profile can cause the liner near the distal tip to delaminate especially when compounded with potentially excessive device manipulation during delivery system removal. As such, available information suggests that patient (calcification, tortuosity, undersized vessel) and/or procedural (withdrawal of burst balloon, non coaxial interaction, excessive manipulation) factors may have contributed to the events. Since no product non conformances or IFU/training deficiencies were identified during evaluation, neither a product risk assessment escalation, nor corrective and preventative action is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.